Event description:
A female was admitted to the hospital with diagnosis of ttp. Plasma exchange procedure was ordered and prior to procedure, the nurse described the patient as very agitated and unresponsive. At start of procedure, hemolysis alarms sounded. Soon after this patient required intubation and then arrested, and they were unable to rescuscitate her. Machine thoroughly examined and no problems found. Fhc has been unable to obtain autopsy results, however, the treating physician informed us that the ICU attending stated, the patient likely died due to myocardial infarction.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of the device was not requested, as evaluation of device was performed at the facility by an fhc technician and all functions were found to be according to specification. The device was used according to labeled indications, in the appropriate environment and for a labeled indication. The cause of death was likely myocardial infarction.